Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had an emergency surgery because one side poked thru and went in her abdomen. She underwent a second scheduled surgery to remove the other side and then both fallopian tubes were removed. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of dislocation into abdominal cavity were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date (B)(6) 2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer reported that she had nothing but problem after problem, she went to the hospital several times due to the constant never-ending problems she was having after essure. She had essure inserted right after her 3rd and last child was born. She had an emergency surgery because one side poked through and went to her abdomen. Then she had a second scheduled surgery to remove the other side. They only removed her fallopian tubes both sides and it still is causing her problems and she did not want to have a hysterectomy at (B)(6). She had to spend about a year, give or take, going to the hospital. She was always uncomfortable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had an emergency surgery because one side poked thru and went in her abdomen. She underwent a second scheduled surgery to remove the other side and then both fallopian tubes were removed. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of dislocation into abdominal cavity were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.